Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the touchframe printed circuit board (pcb) to resolve the issue. The unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator's touchscreen became inoperative. There was no patient harm reported. Additional information was requested.